Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that loss of connection occurred on 7/6/2023 for transmitter with serial number 833p1l. However, transmitter with serial number 8ye7ku was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth was performed and passed. A review of the bin file was performed and signal loss over 1 hour was not found for serial number 8ye7ku within the investigation window. The allegation was undetermined. No injury or medical intervention was reported.